Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that device was not helping her. She had tried a couple different programs. She wanted to know which one people getting best results from. It was noted that patient had MRI of foot on the day of this call and this procedure was not related to device or therapy.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0tyyc, implanted: (B)(6) 2015, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).

Event description:
The consumer reported a sudden loss of therapy for "about 1 week." The patient noticed that they did not feel stimulation on the day of the call, but therapy was confirmed to be on. The patient increased settings on current program, but it did not resolve the issue. The patient reportedly did not feel stimulation in the correct area. The patient was redirected to their healthcare provider to change program. Cause, actions, and outcome remain unknown. Follow up is being conducted to obtain additional information. The patient was indicated for fecal incontinence and gastrointestinal/pelvic floor.